Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a phacoemulsification handpiece had no phacoemulsification power during a cataract surgery. There was no report of any patient harm.

Manufacturer narrative:
The phacoemulsification handpiece was received, and a visual assessment of the returned sample found a herniation on the cable and a broken connector leash. The returned sample was connected to a calibrated system. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet product specifications. The phacoemulsification handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phacoemulsification handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications per manufacturing test procedure (mtp). The customer reported event was not able to be confirmed. Unrelated to the reported event, a visual inspection revealed a herniation on the cable and a broken connector leash. A phacoemulsification handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification handpiece was found to functionally meet specifications; therefore, the root cause of the reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).